Manufacturer narrative:
An event of valve underexpansion and device migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including the valve meeting stent radial force specifications, and the product met all specifications. Based on the available information, the cause of the reported valve underexpansion could not be conclusively determined. It is possible that the 5mm implant depth contributed to the underexpansion; however, this could not be confirmed. The reported migration appears to be related to operational context (post-implant balloon dilatation). The reported surgical intervention was a result of case specific circumstances as another valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was selected for implant. Prior to device implant, a pre-dilation was performed with an 20mm balloon. At 80% deployment the device implant depth was at 5mm. The valve was successfully implanted at 5mm, but the valve was under expanded. A post-dilation was performed and the valve popped-up and migrated toward the aorta. The migrated device didn't block any arteries. There was sufficient calcium to allow anchoring of the device. A 26mm non-abbott valve was implanted in a valve-in-valve procedure to resolve the event. There was no adverse health consequences to the patient. The patient remained hemodynamically stable and there was no clinically significant delay. The patient's been discharged.